Manufacturer narrative:
Continuation of d10: product ID: 37603 (nlb768563h); product type: 0197-implantable neurostimulator; implant date: on (B)(6) 2022; explant date: on (B)(6) 2025. Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when patient's right implantable neurostimulator (ins) was replaced due to normal device depletion, high impedances were identified on contact 3 with impedance testing measuring 3,907 ohms pre-replacement and 3,740 ohms post-replacement. Post implant the contact in question was not being used, therefore, the surgeon planned not to revise the system. See manufacturer¿s report#: 3004209178-2025-16533.

Manufacturer narrative:
Continuation of d10: product ID 37603 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type implantable neurostimulator. Product ID 3387s-40 lot# va18r5a product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.